Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent plif surgery at l3-5 levels using peek and 4.75 system for treating lss. Postoperative radiographic assessment was very good. However, nonunion was found out in recent follow-up visit. The patient had complained back pain so a revision surgery might be required. The doctor commented that nonunion rate is very high for peek cage in the hospital so peek may have caused the high nonunion rate.